Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: the device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to spec.